Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered and inappropriate shock due to noise. Boston scientific technical services (ts) was contacted by the field representative, and they discussed programming options and decided to reprogram the s-ICD to the primary vector. They noted that the noise appeared to be related to a seal plug or set screw anomaly. The patient was in renal failure and was transferred to a different hospital after implantation as a result. The s-ICD and electrode remain in service. No adverse patient effects were reported. Additional information was received indicating the patient received 8 inappropriate shocks over the span of two days as the result of t-wave oversensing due to a wide morphology signal that was not consistent with the patient's normal morphology. The s-ICD system remains in service. No additional adverse patient effects were reported.